Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had rebooted automatically. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station suddenly shut down while in use, displayed an "ac power failure" error. A field service engineer (fse) identified that the power cord was not fully seated at the station and was barely making contact with the power supply connector. The cord was fully inserted to ensure proper connection. The power from the wall outlet was verified at 121 (volts alternating current) vac, and battery voltage was confirmed to be within acceptable range. The fse reseated the power and signal cables between the power supply, communication sled, and docking board. The internal and external pyxis bus cables were inspected. The backs of all drawers were removed to inspect solenoid wiring harnesses, sensor cables, and retractor bands. All drawers were tested and verified to function correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had rebooted automatically. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.